Manufacturer narrative:
Clarification to d.6a.: implantation from (B)(6) 2015 to (B)(6) 2022. Neubauer, j., suesskind, d., gassel, c. J., nasyrov, e., & voykov, b. (2024). Histopathological findings of failed blebs after microinvasive bleb surgery with the xen gel stent and preserflo microshunt. Graefe¿s archive for clinical and experimental ophthalmology. Https://doi.org/10.1007/s00417-024-06479-w. Multiple requests for further information have been made. Allergan has received no response from the authors. The event is a known potential adverse event addressed in the product labeling.

Event description:
Journal article titled "histopathological findings of failed blebs after microinvasive bleb surgery with the xen gel stent and preserfo microshunt" reported "10 eyes underwent surgical bleb revision due to fibrosis, unknown eyes underwent needling procedures, unknown eyes had temporary hypotony (iop 6mmhg); 1 eye had flattened anterior chamber and required viscoelastic injection in the ac". Devices remain implanted. This is the same article reported under abbvie complaint (B)(4) (emdr-30612). This MDR is being submitted for 10 eyes underwent surgical bleb revision due to fibrosis.